Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation the product testing could not. Be performed because the product was not returned for evaluation. Device inspection could not be performed; therefore the reported complaint could not be confirmed. The account provided a video of the event. The video was reviewed confirming the bright, metal-liked material observed in the eye during procedure. However, with multiple different components such as phaco handpiece, phaco tip, phaco pack, bss solution, etc., being used during the procedure, and without the material analysis, it''s unable to determine the root cause of the reported event. Possible root cause(s) can be related to variety of components being used in the procedure, including but not limited to, bss solution, surgical environment, and or phaco accessories, phaco pack. Manufacturing record evaluation: the lot number of tip was not provided; therefore, the manufacturer record could not be performed. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot no. Was not provided. (B)(6). Postal code unknown as not provided manufacturer date is unknown as lot no was not provided (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the surgeon observed small metal particulates in the patient¿s operative eye after using the ultra-sonic and the surgeon believed he had aspirated the material and removed from eye, however, the following day for a post op exam, the surgeon realized not all the material was removed; hence, the patient required a secondary procedure to remove the foreign material. The patient outcome is recovered. The hospital suspects any of the four products used during the event could be the source of the foreign material. Therefore, 4 reports will be submitted. This report is for the tip. A separate report will be filed for the handpiece, tubing, and tip-wrench.